Manufacturer narrative:
Race and ethnicity: white. Dementia, afib, dm, htn. Time of event: 16:00. The customer's complaint of a balloon in the silicone segment could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
A balloon was observed in the tubing during patient use. The rn did not initially start the ivf. The blockage was being investigated because the alaris pump was beeping. The rn disconnected the tubing from the patient, flushed the IV on the patient. There was no abnormally noted from the patient IV site. The tubing was investigated and the "bubble" was discovered. The customer reported no harm.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the tubing bubbled up above one of the connectors. The event did happen during patient use. The rn did not initially start the ivf. The blockage was being investigated because the alaris pump was beeping. The rn disconnected the tubing from the patient, flushed the IV on the patient. There was no abnormally noted from the patient IV site. The tubing was investigated and the "bubble" was discovered. The customer reported no harm.